Event description:
This case was reported by a consumer via a regulatory authority (FDA medwatch program) and described the occurrence of tingling feet in a pt who received poligrip denture adhesive cream (formulation unk) for denture adhesion. In 1982, the pt started poligrip (dental). A "few years" after starting poligrip, the pt experienced tingling feet, numb feet, burning sensation foot, foot erythema, sensitiveness to touch as pt is unable to stand shoes and socks to touch their feet. In 2003, the pt was diagnosed with diabetes and in 2005, the pt was diagnosed with neuropathy. The pt experienced sleep disturbance due to burning and pain as a result of foot neuropathy. This case was assessed as medically serious by gsk. The pt was treated with duloxetine (cymbalta). The pt's blood work revealed normal zinc and copper levels. Treatment with poligrip was discontinued. At the time of reporting, the events were unresolved. Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).